Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a venaseal was used to treat the great saphenous vein. Approximately 3 weeks post procedure patient suffe red right lower leg cellulitis. Patient attended clinic for their 30 day follow up and presented with erythema and oedema to gaiter region of right lower leg, warm to touch. Antibiotics prescribed and compression stockings provided. Noted as resolved as augmentin 625mg tds was stopped as per advice of attending physician. It was stated that the event is related to target limb. Patient recovered.